Manufacturer narrative:
Concomitant medical products: baxter 1000ml bag of 5% dextrose injection, (B)(4), lot y015990, exp. 09/17; hospira 100ml bag of heparin sodium, (B)(4), lot 59-603-kl, exp 05/01/17, therapy date (B)(6) 2016. The customer¿s report of an overinfusion of heparin was not confirmed. The pcu event log shows that at 8:22 pm on (B)(6) 2016 the device was programmed to infuse heparin dvt or pe 25000unit in 250ml (drugid 16) at a rate of 11ml/hr with a bolus of 4800unit. At 8:26 pm, the bolus dose completed and the device transitioned to the primary infusion. The device was then paused, and was restarted approximately 3 minutes later. At 8:56 pm, the device alarmed for patient side occlusion; the device was restarted and then paused. At 8:58 pm, a delay for 15 minutes was programmed. At 9:00 pm, the bolus dose was restored and the infusion was paused. At 9:03 pm, the paused bolus was stopped by the user, and the continuous infusion was started. At 9:04 pm, the infusion was paused and a delay for 10 minutes was programmed. At 9:15 pm, the device alarmed for the ¿callback before infusion¿; another delay for 10 minutes was programmed at 9:25 pm, the device alarmed for the ¿callback before infusion¿. At 10:02 pm, a delay for 20 minutes was programmed. At 10:12 pm, the device was channeled off. The volume recorded as being infused during this period was 53.106ml. Functional testing performed found the pump module to be delivering fluid within specification. There were no anomalies observed with the returned primary set and there were no leaks observed from the set. The starting volume of the fluid container cannot be determined through device logs. The root cause of the customer¿s report of an overinfusion of heparin was not identified.

Event description:
The customer reported that a patient with portal and superior mesenteric venous thromboses was to have heparin infused following their acs protocol, using the patient weight of (B)(6). Two nurses programmed and witnessed programming for heparin, with a 4800 unit bolus and infusion at 1100 units/hr. The 250 ml bag was found to be empty approximately 1 hour after the infusion was started. Sequential ptt's were elevated at >200sec, but there was no long term harm to the patient and 12 hours post-event the patient showed no signs of bleeding.

Manufacturer narrative:
Additional medwatch information provided.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "a (B)(6) female (B)(6) admitted to ed on the evening of (B) (6) 2016, with orders for heparin infusion for extensive thrombosis of the portal and superior mesenteric veins, md order for heparin via the acs protocol based on (B)(6). Two rns programmed/witnessed pump programmed for heparin 4800 unit IV bolus and heparin infusion 1100 units/hr. Rn returned to room to find heparin bag empty approximately 1 hour after infusion initiated. Patient exhibits no signs of bleeding as of 10:00 hours on (B) (6) 2016."